Event description:
It was reported that the table lateral locks did not activate causing free tabletop motion in the lateral direction with no resistance. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found needle caps stuck under the pedal in such a way that the switch that commands the lateral locks was stuck in the float mode. The fe cleared the debris, and the table worked as expected.